Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler, liberty cycler cassette and the event of peritonitis. Medical records did not contain dialysis treatment records, physician orders, or additional medication records for review. Device evaluation: the device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Event description:
Medical records were provided by the patient's treatment facility. On (B)(6) 2014, the patient present to an emergency department and laboratory data showed hemoglobin less than 8. The patient was not admitted and discharged home. On (B)(6) 2014, the patient presented to her pd clinic with cloudy effluent, abdominal pain and vaginal bleeding that had been ongoing for approximately for one month. During the clinic visit, pd fluid was collected showed cloudy appearance, white blood cells 2,461mm3. The patient was diagnosed with peritonitis and was administered vancomycin 2gm and fortaz (ceftazidime) 1gm via ip route for 6 hour dwell. Review of medical records revealed the patient was scheduled for a transfusion of 2 units of packed red blood cells on (B)(6) 2014. She had an appointment with her gynecologist for an ablation scheduled for (B)(6) 2014, in order to address the event of vaginal hemorrhage. It is unknown if the events of peritonitis, abdominal pain, and vaginal hemorrhaging has resolved, and it is unknown if the patient continues ccpd therapy without any further issues.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon review of the pt's medical records, it was discovered that the pt developed cloudy effluent. Upon follow up with the pdrn, the pt was diagnosed with no growth peritonitis.